Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller in various troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pneumatic tap area, but the issue persisted. Despite assistance in filling and loading a new cartridge, the caller was unable to successfully load the cartridge onto the pump. The caller was then referred to customer service assistance for further troubleshooting.